Manufacturer narrative:
Reportedly, 3-piece silicone iol was torn upon insertion, requiring intraoperative lens removal. No incision enlargement or any other tissue damage was reported. No reported postoperative sequelae. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported that the +1.0 diopter aq5010v silicone three piece lens was noted to be to be torn upon injection. There was no sutures or patient injury. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation code: method - lens work order search. Results - a lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint information and lens work order search, we were unable to confirm this event. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Evaluation results - visual inspection of the returned lens showed it was torn into 2 pieces, a haptic was bent and a piece of the lens was torn off and missing. Conclusion - based on the complaint information, lens work order search and product evaluation, we are unable to determine a specific root cause of the event. (B)(4).